Event description:
It was reported that during the procedure, after the helix of this right ventricular (rv) lead was extended, there was no pacing delivered. Multiple attempts were made to adjust the lead; however, there was still no pacing. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed; 570 mm from the terminal end. Only the proximal segment was returned. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, after the helix of this right ventricular (rv) lead was extended, there was no pacing delivered. Multiple attempts were made to adjust the lead; however, there was still no pacing. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.